Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there have been three alerts for high impedance on the right ventricular lead on both the right ventricular and the superior vena cava (scv) coils. The lead remains implanted. No patient complications have been reported as a result of this event.